Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had diabetic ketoacidosis and they were hospitalized due to high blood glucose on (B)(6) 2021. Customer¿s blood glucose was above 47.7 mmol/l. Customer¿s current blood glucose was 9.2 mmol/l. Customer¿s low blood glucose was treated with intravenous insulin drip, manual injection. The customer did not experienced the symptoms such as high blood glucose event. Troubleshooting was done for high blood glucose. The customer reported they had been using insulin pump within 48 hours of reported high blood glucose. Auto mode feature was unknown at the time of event. Customer stated they were off on insulin pump because they had critical pump error alarm. The insulin pump will not be returned for analysis.